Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused atrial fibrillation. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging atrial fibrillation related to a CPAP device's sound abatement foam.. The patient did receive medical intervention and reported to have been hospitalized. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found an unknown dust contaminant on the front panel, rear panel, bottom enclosure, blower, and blower seal. The manufacturer found no evidence of sound abatement foam degradation. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes the device has an unknown dust contaminant on the front panel, rear panel, bottom enclosure, blower, and blower seal. There was no evidence of sound abatement foam degradation.